Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed with the pink slide insert not visible in the top housing viewing window and the cannula not visible in the bottom housing needle well. The download data showed the pod completed first prime before being deactivated by the user. No abnormalities were observed in the pod data. No damages or deficiencies were observed that would prevent the pod from completing activation and deploying as intended. Both the front and rear sma wire resistances measured above specification. No damages or deficiencies that would contribute to the high resistances of the sma wires were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had failed deploy and the pods pink slide had not moved forward. As treatment, the patient applied a new pod.